Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the erbe was faulting during activation. The fse reproduced the issue and found the erbe generator faults repeatedly with m-02 faults shorty after powering the erbe on. The fse made a return to the site and replaced the erbe generator. The issue was resolved. The system was tested and verified as ready for use. Isi received the erbe generator involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the m-02 error on the test system. The erbe generator booted up and triggered the m-02-3 error. A procedure log review was performed. Per the review, the following was confirmed: a procedure was performed on system (B)(4) on (B)(6) 2022. Isi technical service engineer (tse) reviewed error logs and identified iesu error: m-02 - module timeout (a module didn't send its status message within the expected time). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the esu was not functioning optimally as the site encountered faults/errors during use. The fse replaced the erbe to address the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that there were erbe generator errors during the procedure earlier this week the csr was not with the system at the time of the call and the text message from the customer was vague. The csr was not sure if the issue was monopolar or bipolar related. The tse advised the csr to ensure that the site is not overusing the instrument activation cords and to ensure that the instruments are marked to ensure this isn't an I&a related issue. Live logs found no issues from today. The site is requesting for the generator to be checked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.